Manufacturer narrative:
The device was received critical pump error and we were unable to download, problem isolated to electrical board. We were unable to perform functional testing including self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. The device was received with minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a critical pump error on the insulin pump. The customer¿s blood glucose level was 277 mg/dl. The customer was treated with insulin pump. The customer stated that they received a critical pump error image on the pump screen. The customer stated that there was no delivery alarm. The customer declined high blood glucose. The customer advised that the pump needs to be replaced. The customer was advised to refer to back up plan per health care professional instructions. The insulin the pump will be returned for analysis.